Event description:
During review of the event history log, it was determined that a spectrum infusion pump alarmed for system error 105. The occurrence (along with a correlated part replacement) suggests a device malfunction. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter evaluated the device and found that the device had a failed motor (severed mount screws). This part is a known contributor to system error 105 alarms. The failed motor assembly (including the screws) was replaced.